Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did receive medical intervention and reported to have started chemotherapy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused cancer. The patient did receive medical intervention and reported to have started chemotherapy. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath. . A keratin-like substance was observed around the blower box outlet.